Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective / contaminated components from supplier." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse wanted to know if the arctic gel pads could leak. The pad was damp under the baby head. Confirmed therapy was running. Pads were under negative pressure and could not leak. Suggested looking for other sources of moisture (IV, feed, urine).